Manufacturer narrative:
If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: surgical intervention was because device was not implanted correctly. Explantation was because of excess skin. , not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a white & american indian female patient who underwent a breast augmentation procedure with unspecified mentor breast prostheses developed excess skin on both of her breasts post implantation. It was reported that the devices were implanted incorrectly and were supposed to be placed under the muscle. This led to more surgery being performed on the patient¿s breasts. The additional surgery is reported to be the cause of the excess skin. As a result, the patient underwent bilateral explantation and replacement with unspecified breast prostheses on an unknown date. This medwatch report is for the patient¿s left breast prosthesis. This medwatch report has been defaulted to gel breast implant due to unknown type, and the common device name and procode are being reported for submission purposes only. If additional information is received, a supplemental report will be submitted as applicable.

Manufacturer narrative:
If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: surgical intervention was because device was not implanted correctly. Explantation was because of excess skin. , not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a white & american indian female patient who underwent a breast augmentation procedure with unspecified mentor breast prostheses developed excess skin on both of her breasts post implantation. It was reported that the devices were implanted incorrectly and were supposed to be placed under the muscle. This led to more surgery being performed on the patient¿s breasts. The additional surgery is reported to be the cause of the excess skin. As a result, the patient underwent bilateral explantation and replacement with unspecified breast prostheses on an unknown date. This medwatch report is for the patient¿s left breast prosthesis. This medwatch report has been defaulted to gel breast implant due to unknown type, and the common device name and procode are being reported for submission purposes only. If additional information is received, a supplemental report will be submitted as applicable.